Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with mentor memorygel breast implants (375cc on the left side and 325cc on the right side) and experienced bilateral rupture post-operational. As a result, the patient underwent bilateral device removal and replacement with unspecified breast implants on (B)(6) 2019. This report is for the patient's right-sided device.

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during the evaluation of the sample it was observed to be ruptured. Shell abrasion was found in the edges of the tear. No other anomalies were discovered. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Shell abrasion is a weathering occurring in the smooth layer and can eventually progress through the shell of smooth devices. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. It is most likely that the shell abrasion was created due of high stresses caused by acute folds which resulting in a tear at a later date. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2019, mentor became aware that the patient underwent device removal and replacement with mentor memorygel breast implants, catalog numbers 3505001bc on the right side and 3504501bc on the left side, serial numbers (B)(4) on the right side and 9364664-025 on the left side on (B)(6) 2019. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on 12/30/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).